Event description:
It was reported by the clinician that during insertion, the spring wire guide frayed. As a result, another kit was used. There were no patient complications reported. No further details were available.